Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level as well as buttons not responding. Customer¿s blood glucose level was 26 mmol/l at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer states that the buttons was pressed down for too long. Troubleshooting was performed for button error. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.